Manufacturer narrative:
This report is submitted on july 18, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to open and short circuits on multiple electrodes. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on august 08, 2022.